Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short interval counter and noted noise on egms (electrograms) with initial bipolar sensing and tip-to-coil pacing on the right ventricular (rv) lead. Pacing impedances have increased. There was some brady noted due to no pacing with oversensing on the rv lead. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.